Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged pump error 64 and stuck button alarm found on 21-nov-2021. Device passes the self test and displacement test. No keypad anomalies noted during testing. No stuck button alarms and pump error 64 noted during testing. The history download was successful using thus software. No stuck button alarms and pump error 64 found in history file on event date. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Device passes keypad voltage test. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1. The following were noted during visual inspection: battery tube threads - cracked, cracked reservoir tube lip, cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 64 and stuck button alarm was unconfirmed during functional testing. Additionally moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had received stuck button alarm. There was red flashing light on the back button and no response from any button. The clip was broken. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.